Event description:
Healthcare professional reported left side textured to smooth implant exchange and capsular contracture, baker grade iii. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ unsatisfactory result: unable to observe as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ calcification: observed calcification on the device. ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, observed an opening, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported textured to smooth implant exchange and capsular contracture, baker grade iii. Healthcare professional later reported "waterfall deformity" and calcifications. This record is for left side. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.